Event description:
The customer reported an uncontained clenz leak while performing a shutdown on the lh500. Amount of the leak was not disclosed. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated.

Manufacturer narrative:
The fse confirmed the reported errors and found that the customer had in addition, replaced tubing at pv42; however, using the wrong tubing, resulted in pressure errors generated by the instrument. The fse replaced pv42 with proper tubing, the pinch valve, and also the 30 psi regulator as part of preventive maintenance. Upon recur, failures related to pv37 are likely to impact cbc/diff results during manual aspiration only due to carryover caused by insufficient probe backwashing. (B)(4).